Event description:
It was reported that unit does not charge.

Manufacturer narrative:
Device was not returned for investigation. Investigation results: as of today, no device has been returned as it has since been confirmed that the issue was resolved at a local warehouse. As a result, no further actions are required at this stage but if the complaint device is returned in future then this case may be reopened. Smith and nephew are continually investigating ways to develop and improve our products and we will continue to monitor for any adverse trends relating to this product range.